Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the right ventricular lead was explanted due to noise. A new lead was implanted.